Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform a failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip was burning and a spark also jumped during use. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was noted; however, thermal damage was noted at the tip of the instrument after the arcing event. The cannula was inspected with a pin gauge prior to use.